Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an ams episode was observed due to far- field oversensing. Programming changes were recommended.